Manufacturer narrative:
Physio-control performed an initial evaluation the customer's device and observed that the device locked up during initial start-up operation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had illuminated its service led. Upon inspection, physio observed that the device had locked up during initial start-up operation. In this state, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The cause of the reported issue was isolated to the system pcb assembly. Due to a part obsolescence, the device could not be repaired. The customer was offered a replacement device. The system pcb assembly was further evaluated by stryker products analysis center (pac). It was determined that the root cause for the reported issue was due to an inoperative single board computer (sbc) on the system pcb assembly.

Event description:
A customer contacted physio-control to report that their device had illuminated its service led. Upon inspection, physio observed that the device had locked up during initial start-up operation. In this state, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.